Event description:
The customer reported to vyaire medical that the revel ventilator had multiple alarms. Furthermore, there is no patient associated with the said event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.